Event description:
During a crown preparation on tooth #18 the head of the handpiece became very hot resulting in a thermal burn injury to the right side of the patient's tongue. There has not been any follow-up with the patient since the incident, and it is unknown if there was need for additional medical treatment because of the injury. The patient has been unresponsive to any of practices attempts for a follow-up examination or obtaining information on the status of their injury. The dental practice is unsure of which handpiece was involved in the incident out of the two handpieces they have identified as suspect devices. Both devices are being reported separately for the same adverse event. This is report 1 of 2. [Reference MDR 2026-00021 for the second suspect device information].